Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that there was a burning smell and that the compressor would not cycle while connected to the ventilator system during a pt treatment. There was no pt harm. (B)(4).